Event description:
File #: (B)(4), (B)(6) on (B)(6) 2026, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Additionally, it was reported that the patient¿s pd catheter (not a (B)(6) product) was removed. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1990 /mm3, polymorphs = 66%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive for aspergillus sydowii (fungal) on (B)(6) 2026, and the patient¿s vancomycin and ceftazidime were replaced with intravenous (IV) flagyl and diflucan (dosages, frequencies, durations not provided). Upon receipt of the culture results, the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled (groin) hemodialysis (hd) catheter (not a (B)(6) product). The patient transitioned to hd without any reported issues and is recovering from the serious adverse events. The pdrn stated the cause of the serious adverse events is unknown; however, they were unrelated to any (B)(6) product(s) and/or device(s) malfunction or deficiency. The patient remains hospitalized as of (B)(6) 2026 and will remain on hd for the foreseeable future. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).